Event description:
It was reported by a company representative that a vns patient's mother was complaining about lead extrusion on the pt. The pt presently was scheduled to have an appointment with the surgeon. Good faith attempts to obtain additional info have been unsuccessful to date.